Event description:
It was reported that the catheter was stuck and the tip was damaged. An angiojet solent omni 6f catheter was selected for a thrombectomy procedure. During the procedure, 96 pulses were made. When removing the device, resistance was observed when passing through the sheath. It was necessary to remove the thread, the sheath along with the catheter. The catheter tip was damaged. The procedure was completed with another of the same catheter. There were no patient complications reported.